Manufacturer narrative:
Covidien reference: (B)(4). The customer did not want the ventilator to be repaired. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the compressor was inoperable. No information is available regarding the patient being transferred to another ventilator. There was no harm or injury to the patient as a result of the event.